Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump's lcd turns black and the device powers off periodically during infusion. Changing the batteries did not resolve the issue. The patient was able to resume therapy using a backup pump and a replacement was issued. There was no reported injury to the patient.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Investigator's was unable to duplicate the customer's stated problem. During investigation the lead screw was tested and passed, and the pump downstream occlusion sensor's test and passed. The device ran for an extended period of time with no issues occurring. The pump was operating properly no problems found.